Manufacturer narrative:
(B)(4). Device not released from the site.

Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Imaging performed intraoperatively and at 30-day follow-up indicated that the aneurysm was successfully excluded. At 42 days post-op, the patient presented to the hospital with cardiopulmonary arrest. Angiographic imaging showed blood surrounding the left iliac limb stent graft indicative of a rupture of the left common iliac artery. A re-intervention was completed on the same day to place an additional iliac limb stent graft to exclude the rupture; however, the patient underwent cardiopulmonary arrest and expired on the same day following the re-intervention. Pre-operative imaging showed the presence of a pre-existing aneurysmal left common iliac artery.